Manufacturer narrative:
The implants were returned to the manufacturing location for product analysis. After inspecting under magnification a burr was found in the thread major diameter of the screw.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that ¿while placing the break-off set screws, it was noticed some shards of metal coming from the set screws. The shards appeared to look like duck tails coming from the set screws themselves. These shards were detaching from the set screw and were either being left behind on the surgeon¿s gloves or inside the patient.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.